Manufacturer narrative:
Reported event an event regarding range of motion (rom) involving a triathlon insert was reported. The event was not confirmed. Method & results -product evaluation and results: the device was not returned for inspection; however, a photograph was provided for review. The photograph shows a recently explanted insert with implantation/explantation damage. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event could not be confirmed as insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following information was provided: it was reported that the patient's right knee was revised due to rom issues. A debridement was performed and a 4x10 cs insert was revised to a 4x9 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.